Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold and the impedance trend in the rv (right ventricle) pacing lead was rising. The analyst noted that between (B)(6) 2015, the average rv pacing impedance rose from 492 ohms to 1745 ohms from a trend in the 457-470 range. Additionally, between (B)(6) 2015, the average rv capture threshold rose from 1.5 v to 2.25 v from a baseline of 1-1.25 v. Concomitant product(s) 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual impedance rise and now measured high impedance. Capture threshold also increased. A possible fracture was suspect. The lead was previously reprogrammed to unipolar pacing and bipolar sensing at the last office visit. Further evaluation will be performed. The lead will be replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead exhibited varying thresholds and has continued to exhibit high impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.